Event description:
In 2006, the pt underwent cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the iol dislocated and one week later, the physician attempted to reposition the lens, however, the attempts were unsuccessful because, the haptics were locked in position through a defect in the zonules. The physician severed the plates at the hinges superiorly and inferiorly. The incision was enlarged and the lens optic and superior haptic were removed. After careful consideration, the physician elected to leave the remaining portion of the interior haptic in the pt's eye since it would not interfere with the insertion or function of the replacement iol. A second crystalens was implanted in the eye, however, the capsular bag tore and the lens was removed from the eye. An anterior vitrectomy was performed and a standard posterior chamber iol was implanted in the sulcus without incident.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The explanted lens was not returned to eyeonics and is therefore not available for eval.